Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal repair, the surgeon was trying to use the balloon to create the pre-peritoneal space. It was reported that balloon was not able to inflate. Surgeon opened a new one to complete the case. There was no patient injury.